Manufacturer narrative:
Additional information: initial reporter phone number: (B)(6). A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis. The alleged product issue could not be confirmed.

Event description:
It was reported that an embolization coil implant was missing from the tip of the delivery pusher when the device was removed from its packaging. There was no patient involvement.